Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ceramic insert broke when impacting.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there an allegation against the cup as to why it was reported? - about the patient's bone acetabulum: no particular bone abnormality - concerning the ceramic liner: no anomaly was noted before implantation. The pre-positioning of the ceramic in the metal back was done using the dedicated positioner (old generation = with handle). There was no tapping on the handle of the positioner, just a simple push to release the ceramic liner. This one seemed to be in a good position. On impaction using the 36-diameter impactor, the ceramic chips were released from the first impact. Several attempts to extract the liner were made first by vibrating the metal back by means of light strikes with a graft remover on the metal back. Then trying to insert the tip of a redon awl between the metal back and liner. Finally, hitting the metal back directly with a graft remover, this last solution contributed to damaging the liner a little more. None of these solutions released the liner. Due to the fact that a large ceramic chip was detached, it was visually complicated to establish if the liner was correctly inserted in the metal back or if it was crooked. It's a possibility. - concerning the metal back acetabular implant: no visual anomaly was noted at any time whatsoever (neither before implantation, after implantation, nor after removal). However, it was removed despite the fact that the ceramic liner was broken, I could not extract the ceramic liner from the metal back acetabular implant. During the metal back acetabular implant removal procedure, the ceramic liner eventually separated from the metal back. I finished extracting the metal back and visually inspected it but found no abnormalities. However, I did not want to put it back for 2 reasons: there was only one ceramic liner left corresponding to this diameter of metal back... If I broke it, it became complicated (change of implant range or overmilling of the acetabulum to go to the next size, neither of the two solutions being satisfactory). While removing the metal back, I had to tap on it with a graft punch to tilt it, which could have deformed this implant and made the placement of a new ceramic liner at risk of a new fracture. B. Was there any patient harm relevant to this event? If yes, please kindly provide details. The ceramic chips were large in size and in my opinion, all were removed without difficulty. The joint was washed abundantly with saline solution. For me, the only consequence for the patient is an extension of the procedure time of about 10 minutes related to the various gestures described. The consequences would have been very different if we had not had a metal back and a spare liner on deposit.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ceramic insert breakage when impacting. Use of another device to complete the procedure. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device along with supplier investigation performed by supplier. Further details of the device's analysis were attached on " final report kiv 23 05 15 .pdf". Visual analysis of the returned sample revealed that the rim of the delta cer insert 36id x 58od has fractured, fragments were not returned for evaluation. Next to the fracture surface metal transfer can be observed which indicates small areas of intensive contact between the ceramic liner an the metal cup. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the delta cer insert 36id x 58od may have been caused by a misalignment during the process of positioning the insert. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables, anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121881758 / 4017047] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The components properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of productions. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 58od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the ceramic insert belongs to the shop order (B)(4). Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. The components properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of productions. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121881758 / 4017047] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.